Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low shock lead impedance measurements measuring from 24 ohms to 27 ohms. All shocks were noted to be successful. The patient is noted to be small with a lot of fluid in the chest. At this time, the system remains in service. No adverse patient effects were reported.